Event description:
It was reported to olympus that during a maintenance check on the device, a corroded connector was noted and the image was lost when moving the scope. In addition, possible errors of "b30" occurred. There was no patient injury, associated with the problems, reported to olympus. This report is submitted due to the reported image loss and "b30" errors.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.